Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: on an unknown date in (B)(6) 2009 the patient underwent anterior cervical corpectomy and fusion with strut graft and has gone on to develop a non union post-operatively. Patient suffered from significant subsidence of the strut graft and left greater than right radicular pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.